Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 7mm from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the ends of the broken cutting wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can bend the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. After the endoscope was inserted into the patient, it was noted that the duodenal papilla of the biliary tract needed to be cut. During the procedure, the cutting wire of the truetome jag 44 broke after the power was turned on. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone), and block e3 have been updated based on the additional information received on april 13, 2023.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. After the endoscope was inserted into the patient, it was noted that the duodenal papilla of the biliary tract needed to be cut. During the procedure, the cutting wire of the truetome jag 44 broke after the power was turned on. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. After the endoscope was inserted into the patient, it was noted that the duodenal papilla of the biliary tract needed to be cut. During the procedure, the cutting wire of the truetome jag 44 broke after the power was turned on. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.